Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional xience prime device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left anterior descending artery. The 3.5x23mm xience prime stent delivery system was deployed; however, a distal edge dissection was noted. A 3.5x12mm xience v stent delivery system was deployed to treat the dissection, but also caused a dissection. Another 3.0x12mm xience v was used to treat the second dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.